Event description:
It was reported that the ilet screen displayed a barcode-like pattern across half the display after the user removed the device to use the restroom, resulting in an unusable screen while insulin delivery and glucose display continued through partial visibility; this aligns with a device display malfunction affecting the screen component. Symptoms included no injury and difficulty operating the device due to the display issue. Outcomes included continued therapy use with data synced and plans to return the device and resume cgm use independently until a replacement is received. Investigation included remote troubleshooting, user education on shutdown, data sync, and return procedures. Investigation of this case revealed a screen/display failure consistent with physical or internal display damage, with no associated alarms and continued basal operation. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the display assembly.